Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels ranged from 100 mg/dl to 600 mg/dl. Customer bolus to address high bg. Customer stated that the cause was because they needed to adjust their carb ratio. Customer adjusted carb ratio to resolve the issue.